Event description:
The following was reported to hamilton medical ag: before ventilation, the device was found with the operating system reset, no software licenses, english language and unable to perform any tasks. The device is neo version. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).